Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel 3 of the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that channel 3 of the device did not sound an audible alarm tone during an alarm condition. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).